Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f endovascular stent system products that are cleared in the us. The pro code for the lifestent 5f endovascular stent system products is identified. The device for this malfunction has been returned to the manufacturer for evaluation as well as a photo of the reported malfunction. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061503c vascular stent allegedly experienced a misfire and material deformation. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6)-year-old male weighing (B)(6) kgs.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed.the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f endovascular stent system products that are cleared in the us. The pro code for the lifestent 5f endovascular stent system products is identified in d2. The device for this malfunction has been returned to the manufacturer for evaluation as well as a photo of the reported malfunction. The investigation is confirmed for partial deployment, material deformation, and a break. The root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061503c vascular stent allegedly experienced a misfire and material deformation. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 75-year-old male weighing 52kgs.